Event description:
It was reported that after opening bd vacutainer® flashback blood collection needle foreign matter was found on the tip of the needle. The needle was disposed. The following information was provided by the initial reporter: after the blood collection needle was opened, it was found that there was a foreign body on the tip of the needle. Because it was discovered in time, the patient's blood vessel was not punctured. If the foreign body was not found and the puncture was performed directly, it would lead to skin infection at the puncture point of the patient.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 2019257. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after opening bd vacutainer® flashback blood collection needle foreign matter was found on the tip of the needle. The needle was disposed. The following information was provided by the initial reporter: after the blood collection needle was opened, it was found that there was a foreign body on the tip of the needle. Because it was discovered in time, the patient's blood vessel was not punctured. If the foreign body was not found and the puncture was performed directly, it would lead to skin infection at the puncture point of the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.